Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. G2. Japan medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that the recharger telemetry module (rtm) ¿often overheated during charging.¿ it was noted that there was ¿a possibility of disconnection due to kinking of the root of the antenna cable¿ that may have led or contributed to the issue. The patient¿s physician observed the cause of the issue to be the product. The rtm was to be replaced in the future as a result of the event; the issue was considered resolved at the time of report. There were no surgical interventions planned or performed and the chronic intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated. The healthcare professional (hcp) reported through a manufacturer representative that the patient controller screen suddenly turned off during use and that afterwards it became unusable. It was noted that the device recovered normally after some time had passed and that the patient controller remained in use at the time of report. The patient controller was to be checked on (B)(6)2022 and the issue was considered unresolved at the time of report. There were no external factors in particular reported that may have led or contributed to the issue. The physician¿s observation about causality was asked but unknown. There were no surgical interventions planned or performed and the chronic intractable pain patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information was received from a manufacturer representative. It was reported that the event did not recur and could not be confirmed during the product check on (B)(6)2022. It was within the range of normal operation. According to the patient, it was not possible to use it at all. The stock of the japanese patient controllers was low, so the patient was asked to continue using it. According to the patient, the timing of when the event occurred seemed to be when charging. There was no announcement of full charge even after the time that the device should normally be fully charged. When the controller was turned on for a while and an attempt was made to check the situation, the screen turned white and the device stopped working. After removing the recharger antenna connector from the patient controller, it would recover. It seemed that the timing of the antenna heating overlapped with when the above patient controller event occurred, but the relationship to this event was unknown. The recharger antenna would be replaced as soon as it was ready because of the risk of low temperature burns caused by the overheating. Additional information was received from the manufacturer representative. It was reported that the serial number of the rtm was unknown. According to the patient, there was a case where the connecting part of the antenna and cable bent badly in the past. The charging did not stop without any operation.